Event description:
It was reported that during a surgical procedure to replace the implantable neurostimulator (ins), high impedances of >40,000 ohms were measured. As a check, the old ins (non-rechargeable model) was reconnected and normal impedances were again seen. The new replacement ins (rechargeable model) was re-connected back up and high impedances were measured. The ins was cross checked with the extension being inserted in the different ports but the high impedances persisted. The ins was not implanted and a new ins was then implanted but was a non-rechargeable model as there was no rechargeable model available at the time to the procedure. It was noted that this event resulted a longer surgical procedure for the patient. The patient outcome was reported as 'ok'. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.